Event description:
It was reported that a spectrum pump displayed 1 occurrence of the upstream occlusion messages in the intensive care unit. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.